Event description:
It was reported that revision surgery occurred to replace a broken xia 3 pedicle screw.

Manufacturer narrative:
Method: labelling review; risk assessment. Results: because no device was received for evaluation, inspections and testing cannot be performed that can aid in root cause determination. Previous investigations have determined that over-tightening along with implantation at a high screw angulation can contribute to tulip disengagement. However, this cannot be determined for this investigation and as a result, the root cause is unknown. Conclusion: because no device was received for evaluation, the root cause cannot be determined and is unknown.

Event description:
It was reported that revision surgery occurred to replace a broken xia 3 pedicle screw.